Event description:
On (B)(6), 2013, it was reported that the physician's handheld was not working properly. A soft reset was performed; however, it did not resolve the issue. It was reported that while trying to interrogate, the programming system keeps saying the interrogation is successful; however, the parameters do not appear. After performing a hard reset, the issue was resolved. Interrogation was tried again and it was verified that it was working, but this time a failure to receive all bytes message appeared. The wand battery was changed, but the message was still seen. It was confirmed that the programming system is not plugged into the wall. When the wand was switched with a known working handheld and serial cable, the system worked. When the physician's handheld and serial cable was used with a known working wand, it would not communicate. The issue was therefore isolated to the handheld and serial cable. No patients were affected by the issue. Review of the device manufacturing records for the handheld confirmed the handheld met all final testing specifications prior to distribution.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution.

Event description:
It was reported that the physician's handheld has had problems in the past and is now not able to hold a charge. A new programming tablet was requested. The physician's handheld and handheld serial cable were returned for analysis. Analysis is underway, but has not been completed to date.

Event description:
An analysis was completed on the returned handheld and no anomalies associated with the serial cable were noted during testing using the ac adapter or the main battery with a full charge. The serial cable performed according to functional specifications. No anomalies associated with the main battery were noted during testing using the ac adapter or the main battery with a full charge. During the analysis, it was identified that the handheld was unable to advance past the screen alignment utility. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the flex cable was pressed onto the display, the resistance values dropped to .412k ohms and the touchscreen performed with no further anomalies. No further anomalies associated with the handheld performance were identified during the analysis.